Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that a combi set blood leak occurred approximately one hour into a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly caused by a separation in the bloodline. The cn stated blood was observed leaking onto the bottom ledge of the machine. The heparin line separated from the cuff on the bloodline (on the arterial side), just below where the tubing exits the blood pump. There were no machine alarms reported and no changes in pressure. The cn stated there was nothing unusual noticed during the prime, and there were no loose connections noted prior to treatment. Additionally, no defects were identified on the combi set. The patient was dialyzing on a fresenius 2008t hd machine, and was utilizing a fresenius optiflux dialyzer. After the blood leak was identified, the treatment was halted. The patient¿s blood was returned from the venous side of bloodline, however, blood from the arterial side was not returned. The patient¿s estimated blood loss (ebl) was 150 to 175 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.